Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported.subsequently, additional information was received indicating technical service (ts) representative reviewed device data and recommended device replacement.additional information was received indicating device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported.subsequently, additional information was received indicating technical service (ts) representative reviewed device data and recommended device replacement.

Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating technical service (ts) representative reviewed device data and recommended device replacement. Additional information was received indicating device was explanted and replaced with a new device. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, and it was confirmed that the battery was not supporting a full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, and it was confirmed that the battery was not supporting a full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field h1: type of reportable event.

Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating technical service (ts) representative reviewed device data and recommended device replacement. Additional information was received indicating device was explanted and replaced with a new device. The device has been returned and was analyzed. No additional adverse patient effects were reported.